Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed a power error detected. The customer's blood glucose level during the incident was 179 mg/dl. Troubleshooting was performed. The customer was advised to go through a series of steps after the call to clear the alarm. The customer was advised to monitor the insulin pump and call back if the error recurs. The customer had called back the next day and reported that the last technician was able to assist with clearing the alarm, but the issue had continued. The power error detected recurred within a week of troubleshooting the previous occurrence. Due to this, the device was to be replaced. The device had been returned for analysis.